Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, at 6:00 am, the patient inserted a new wearable and after an hour he experienced a skin reaction outside of the sensor area that consists of redness and itching sensation all over his body. He took two unspecified tablets of benadryl (7:20 am) and decided to remove the wearable (7:30 am). The patient stated at 8:00 am, the treatment helped alleviate the redness and itching sensation and he felt better and called dexcom technical support. The patient confirmed this was the first time that he had experienced a whole-body reaction, and he has no known allergies, and the only medication administered prior to the reaction was a shot off fast acting lispro insulin via pen per his routine diabetes management. At the time of the report, technical support advised the patient to consult a physician regarding the issue. On (B)(6) 2025, follow up contact was made with the patient to verify his condition. The patient mentioned that on the same day after the initial dexcom report, he consulted his physician via phone and was advised to wait until the next day on saturday (B)(6) 2025) to insert a new wearable. The patient stated the physician was unsure what triggered the full-body reaction, and whether an adhesive allergy might be the cause. He confirmed no medications or testing were prescribed and he did not take any photos. At the time of the follow up contact, although the md advised him to hold off on inserting a new sensor until the next day, he mentioned all symptoms had already subsided, and he decided to insert a new wearable and had no further issues. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.